Event description:
The customer biomed reported they had a "loudspeaker error" message, when checking the device. It was unknown, if there was no sound from the speaker. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.